Event description:
It was reported that the insulin pump alarmed motor error. The caller did not know the blood glucose reading. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery and motor tests. There was no motor error alarm noted. The insulin pump was received with cracked battery tube threads, reservoir tube lip, missing end cap sticker and minor scratched display window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.